Manufacturer narrative:
(B)(4).

Event description:
It was reported that two months after implant the patient was ¿not getting results and thought the stimulation was not working.¿ it was noted the patient had initially had a good outcome following the implantation. It was reported that in late 2013, the patient had met with a manufacturer representative and ¿was well¿ at that time. It was stated the patient was programmed to very high parameters at that time and that some changes were made and the patient was ¿ok.¿ it was reported that the week of report the patient had met with his physician and had requested medical images be taken, however the patient did not identify any issues with his system and that time and the system appeared normal. It was stated that when impedance testing was performed that some ¿very high¿ impedances were measured. It was further stated the patient additionally had a ¿barrier¿ at some electrodes. It was noted the patient would only respond to very high voltage settings. It was reported the manufacturer representative was ¿considering a possible fibrosis at the electrode¿ at the time of report. Interrogation records from the implantable neurostimulator (ins) found that unipolar electrodes 3 and 4 had impedance values of 6001 ohms and 8356 ohms respectively. Bipolar electrode impedances involving electrodes 3 and 4 were all shown to be over 5500 ohms, including the electrode pair of 3 and 4 which was tested found to have an impedance of 14763 ohms. Additional information reported the cause of the high impedances had not yet been determined as of 11 days after the impedance issue was initially found. It was stated that the two electrodes with the issue had been programmed around. It was noted the patient was ¿responding ok¿ with their therapy on a notably high setting. It was reported that no explant had been planned as of 11 days after initial report. A supplemental report will be filed if additional information is received.